Event description:
It was reported a home patient (hp) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis manifested by cloudy peritoneal effluent. The patient was treated for peritonitis with ancef 1gm (route and frequency not reported) and fortum 1gm (route and frequency not reported. At the time of this report, the patient was recovering from peritonitis further described as no abdominal pain and slightly clearing peritoneal effluent. Antibiotic therapy with ancef and fortum were ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the device was not returned; therefore device analysis could not be performed.the cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy.